Event description:
It was reported that before surgery the motor device was "running hot after 30 minutes". There were no delays to the planned surgical procedure as a spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the bearings were worn. Therefore, the reported condition was confirmed. Evidence indicates this was due to normal use over time. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.